Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 403.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log report motor stall occurred at 06:17 this morning. The patient heard audible alarm and came in for evaluation. It was noted the elective replacement indicator (eri) was 11 months. The patient would have neurosurgery consult tonight. It was indicated that the patient was very spastic. It was later reported the hcp spoke with the managing physician and requested assistance programming the pump to 96 mcg/day. The update pump was successful, the motor stall still active, and audible alarm silenced. They walked through printing reports with the printer. Additional information was received from a representative on (B)(6) 2017. It was reported that the patient¿s pump would be replaced today (B)(6) 2017 and the representative would be sending it back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was being sent back to the manufacturer. The cause for the motor stall was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative again on 2017-jan-05. It was reported that the pump was replaced and that the facility would be sending the pump back for analysis. It was noted that a back table prime for 19 minutes was performed and that they rinsed the new pump with 3 ml and filled the remaining 17 ml into the pump. The new drug information was lioresal [2000 mcg/ml] at a dose of 96.1 mcg/day via simple continuous infusion mode but it was indicated that they would be updating the patient¿s pump to deliver a dose of 332 mcg/day via flex mode.